Manufacturer narrative:
B3 date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis pump kept showing an obstruction. This alarm is high priority which will interrupt the infusion process if occurred during use. There was unknown patient involvement and unknown harm.